Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Over heated/kept stopping during burring. Surgical delay -16-30 minutes-yes, patient was under anesthesia but there was no harm done. Case type: pka.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor over heated/kept stopping during burring. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor over heated/kept stopping during burring failure of p/n: emax2plus, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by james moll (engineer, r&d robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Over heated/kept stopping during burring. Surgical delay -16-30 minutes-yes, patient was under anesthesia but there was no harm done. Case type: pka.